Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main tower was failed and was not recognized. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hosptial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main tower had failed and was unable to recognize any of the drawers. A field service engineer confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.